Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test with 0.08800 inches. All operating currents are within specification. No unexpected failed batt or low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No unexpected blank display noted during testing. Low reservoir alert and low batt alert functioning properly during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose value was over 600 mg/dl. Troubleshooting was performed. The customer was admitted into hospital on (B)(6) 2018 at 6pm. The blood glucose value when admitted to hospital was 850 mg/dl. The customer complained about high blood glucose and diabetic ketoacidosis. The customer wearing the pump at time of hospitalization. The product was returned for analysis.